Event description:
A high drain error 103 alarm was identified in the log of a returned homechoice (hc) device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2014 09:40:23 during the patient's night drain three. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The returned homechoice device was functionally tested and also received an internal/external inspection. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.